Event description:
After an implantation period of 37 months ventricular oversensing was reported. No inappropriate therapy was delivered. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The provided iegm was investigated. Thereby regular signals were noted on the ventricular channel which could be identified as intrinsic ventricular signals. In between these intrinsic signals sensed artifacts were observed which were synchronous with the atrial contraction. However, without further information, diagnostic images and an analysis of the lead itself, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.